Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. A definitive cause for the reported patient effect of atrial perforation could not be determined in this case, however atrial perforation is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. Hospitalization and additional therapy/ non-surgical treatment was a result of case-specific circumstances as the patient was treated using an amplatzer asd occluder. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.d1. Removed unknown mitraclip and changed to mitraclip® system steerable guide catheter/ d2. Removed nkm and added dra. D4. Changed from unk cds to unk sgc.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review.

Event description:
This is filed to report after the mitraclip procedure, the atrial perforation had to be closed with an occulder. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. Two clips were implanted, uncomplicated procedure. 15 days later, follow-up transthoracic echocardiography (tte) showed persistent atrial septal defect (asd), mild left to right shuntdetails are listed in the article, iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review. No additional information was provided.